Event description:
Customer reported a blank display on her insulin pump. Customer's blood glucose was 162 mg/dl. The customer was advised of the possible causes of a blank display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker.